Event description:
Boston scientific received information that during the implant procedure, the physician experienced difficulty inserting the right atrial (ra) and right ventricular (rv) lead terminal pins into the ports on this pacemaker. Too much resistance was observed, even though the terminal pins were wiped clean and the torque wrench was inserted into the seal plugs prior to inserting the leads. No portion of the terminal pin could be seen past the connector block. The ra lead then failed the tug test after it had been inserted with as much force as possible. Another device of the same model was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
The device is expected to be returned for laboratory analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported lead insertion difficulty.